Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples and 2 open and unused samples with the needle detached from the thread, but the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.87 kgf in average and 0.65 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. However, considering the defective units sent and this is not the first complaint for this code-batch regarding this issue, we consider this complaint as confirmed. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the needle detached from thread on two samples, before use. There was no patient involvement.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the needle detached from thread on two samples, before use. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market 432 units of this code-batch. There are no units in our stock. We have received 5 closed samples and 2 open and unused samples with the needle detached from the thread, but the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.87 kgf in average and 0.65 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. However, considering the defective units sent and this is not the first complaint for this code-batch regarding this issue, we consider this complaint as confirmed. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.